Event description:
It was reported an issue with monosyn suture. The client reported that the suture was thinner than the same product. No further information has been provided.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 12 closed samples and 4 opened for analysis. Diameter result conducted on the monosyn closed samples received is 0.178 mm in average and fulfils the requirements of the european pharmacopoeia (ep) for this size and thread: 0.150 mm < xave < 0.199 mm. Diameter average value is in the medium range of ep requirements for this thread and size (monosyn usp 5/0). Additionally, we have tested the knot pull tensile strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 1.57 kgf in average and 1.49 kgf in minimum (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum) these values are the usual and current ones for this thread and size. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.